Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant procedure that the tether on the leadless implantable pulse generator (ipg) delivery system was loose. The tether was unlocked and tightened and the ipg was implanted successfully. No patient complications have been reported as a result of this event.